Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
During a trauma case involving splenic artery embolization. The artery size measured 5.06 mm. The target landing zone was the proximal splenic artery. After detachment, the device migrated from the proximal to the distal segment.